Event description:
It was reported that continuous glucose monitor displayed error message and caller sought assistance. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received step-by-step guidance to reset pump, confirmed error did not recur after reset, and successfully started new sensor session; no additional actions were reported.